Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized. The cause of peritonitis was unknown. The patient was treated with intraperitoneal injection (ip) of cilanem 500 milligram (mg) and flucon (ip) 150mg. Patient outcome not reported.